Event description:
Information was received from a patient. It was reported that their recharger stopped working because the wire going into the paddle, or donut end, would get really hot. The patient stated that because of the recharger issue, they had not been able to charge their implantable neurostimulator (ins) and would have to ¿really work with it¿ to get the recharger to work. It was noted that the issue started about a week prior to the date of this report where the cord was getting hot and the patient was unable to charge. Over the past weekend, the patient wasn¿t able to get a charge on their ins. The patient was redirected to the repair department and a replacement recharger was requested. It was further reported on (B)(6)2020 that the patient received their replacement recharger cable and tried to charge their ins but was now seeing an ¿rm03¿ error message on the controller. The patient stated that the wire didn¿t look right down by the donut end. It was confirmed that the new recharger didn¿t get hot like the patient¿s previous one an d they were able to charge to 70% before the ¿rm03¿ error code appeared. The patient mentioned that the controller system connector looked good as well and they were instructed about using a pillow and how to reduce in case they did. The patient was redirected t o the repair department again and a replacement recharger was requested for assurance and satisfaction. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#:(B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharger antenna had scratch marks on the donut end. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.